Manufacturer narrative:
The facility indicated that the mattress was replaced and the nurse call started to work. Hill-rom believes by replacing the mattress the connection on the utv board was reseated and the nurse call began to work.

Event description:
Info received indicates the nurse call is not working from the bed.